Event description:
The customer tested his blood glucose after dinner and received a reading of 88 mg/dl using his contour meter. The customer stated that he did not take his medication since his glucose was so low. Around 1:00am the next morning, the customer almost passed out and paramedics were called. The customer was taken to the hospital where his blood glucose was tested at 348 mg/dl. The customer was unable to remember what type of treatment he received. The customer was advised to return his test strips for evaluation. Replacement test strips and a new meter were sent to the customer.